Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to have a bad latch lock flex sensor that had corrosion build up. The manufacturer representative tested the flex sensor, and the unit still failed. The manufacturer representative then replaced the printed wiring assembly (pwa) board and tested to see if the error code came back, and the error code did not return. The cause of the customer reported problem was the malfunctioned latch lock flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, updated software, reset the unit to standard configuration, and performed dso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a software error code 41541. There was no patient involvement.